Event description:
Material # 2420-0007. Batch # 24075392. It was reported by customer that leakage noted midway during cyclophosphamide infusion from the bottom portion of the silastic tube. Customer claims "leakage noted midway during cyclophosphamide infusion from the bottom portion of the silastic tube. Note this picture does not represent the defected tube. It is just to illustrate where the leak originated from. The medication replaced. Unfortunately, staff did not keep the faulty tubing due to hazardous contamination".

Manufacturer narrative:
It was reported by customer that leakage noted midway during cyclophosphamide infusion from the bottom portion of the silastic tube. One photo was received for quality evaluation. Investigation of the photo shows the silicone tubing attached to the lower pumping segment fitting, however, it cannot be determined if the tubing is leaking due to the quality of the photo provided. The customer complaint of leakage could not be verified. A root cause could not be determined because a physical sample was not provided. A device history record review for model 2420-0007 lot number 24075392 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that leakage noted midway during cyclophosphamide infusion from the bottom portion of the silastic tube.